Manufacturer narrative:
H.6. Investigation summary bd has been provided with photos of catalog 306575 lot 9052513 to investigate for this record. Visual examination of the photos did not clearly identify any defect in the syringe. Retained samples were also reviewed and all samples were in good condition with no broken luer lock. Unfortunately, as a result, bd was unable to verify the reported issue. A possible root cause for the broken luer lock was the presence of silicone in the outer part of the tip cap. The silicone station was totally full of silicone which caused an excess of dosage into the barrel up to the point of staining the outer part of the tip cap. As a result, the tip cap was threaded too tight breaking the luer lock. 40,000 units were identified to be affected and were subsequently scrapped. Bd concludes that an incorrect identification and delimitation of these non-conformance products occurred. No corrective actions are required at this time.

Event description:
It was reported that 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% luer broke off. This was discovered during use. The following information was provided by the initial reporter: the inner part of the luerlock connection has broken off in the infusion system. When an infusion is dispensed at the tap, the inner part of the luerlock of the nacl syringe is broken off.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 10 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9% luer broke off. This was discovered during use. The following information was provided by the initial reporter: the inner part of the luerlock connection has broken off in the infusion system. When an infusion is dispensed at the tap, the inner part of the luerlock of the nacl syringe is broken off.